Event description:
It was reported that the patient's lead was exhibiting high impedances. Imaging revealed the lead had fractured. As a result, the physician explanted and replaced the lead. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Reporter phone number: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported that the patient's lead was exhibiting high impedances. Imaging revealed the lead had fractured. As a result, the physician explanted and replaced the lead. Surgical intervention resolved the issue.